Manufacturer narrative:
The acist angiographic injection system, model cvi, has been requested to be sent to acist for investigation. Upon completion of the investigation, a follow-up report will be submitted to FDA.

Event description:
User facility reported that during a procedure using the acist contrast injection system, model cvi, a small amount of air was injected into the patient. There were no adverse health effects on the patient. The initial reporter noted there were no error messages related to air in the system. Additional information has been requested from the customer, but has not been received at this time. Cine-angiograms of the event were also requested. A follow-up report will be sent upon completion of service testing and investigation or if additional information is obtained regarding the event.

Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, were returned to acist for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction related to this event based on the data from the analysis of the injector. The consumable kits used during the event were discarded by the hospital; therefore, no analysis could be made of these items. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high-pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Per the acist cvi users manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. Acist's risk management has appropriate risk mitigations in place for potential air embolism due to user error, including labeling describing air bubble precautions and the user manual which guides the user through set-up and purge of the injector system. Based on the testing, there is no evidence of device malfunction related to this event. The cause of the event is inconclusive. This report is considered closed.